Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump has a blank display. The caller stated that the customer was laying in bed and the insulin pump started beeping. The caller stated that they see condensation - dots of water - in  the screen, and there is a hairline crack on the right side corner, near the up arrow. The caller stated that they were unsure how the damage to the device has occurred. The caller did not know the customer's blood glucose at the time of the incident or at the time of the phone call. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. We were unable to perform any tests due to blank display. The device was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.